Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
A pneumothorax resulted from complications incurred during a lung ablation procedure. The CT system was rebooted and was then usable to complete the scan. The patient was already admitted to the hospital and was treated with a chest tube and monitoring.

Event description:
A pneumothorax resulted from complications incurred during a lung ablation procedure. The CT system was rebooted and was then usable to complete the scan. The patient was already admitted to the hospital and was treated with a chest tube and monitoring.

Manufacturer narrative:
Complaint reported that system froze during interventional scanning for patient ID: (B)(4) on (B)(6) 2018. The user was executing a CT-guided ablation procedure for lung and liver using the smartstep application, when the user tried to switch from fluoro mode to axial mode to take small spiral scan and the system froze. The CT system was shut down, and it was necessary to restart the procedure. The patient was not removed from the system; simply removed from the bore while the system was rebooted. The patient was under general anesthesia. The system took 10-15 minutes to reboot. Once the system was restarted, the user was able to complete the procedure. The patient developed a pneumothorax during the procedure.